Event description:
The customer reported that the avalon fm50 fetal monitor had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the avalon fm50 fetal monitor does not populate image normally on screen, users report no sound (no inops were displayed). The device was not in use on a patient at the time of event, there was no patient involvement.